Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the sales rep reports that the device is broken at the proximal end. A new instrument was used to complete the procedure. No pt injury was reported. No add'l info available.

Manufacturer narrative:
(B)(4).